Event description:
The pt had some falls and subsequently had a loss of stimulation. Reprogramming did not resolve the issue. Impedance check showed issue with the system. The pt underwent lead revision surgery. During surgery, it was observed that one lead was frayed and the other was broken near the ins. New leads were placed with good results. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.